Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level was over 600mg/dl. The customer's blood glucose level was 796mg/dl at the time of hospitalization. The customer states the pump was not bringing their levels down. The customer's daughter states they would like to speak with someone to return pump and end contact. The customer was assisted and connected with the proper channels.